Event description:
Legal counsel for the patient reported that patient underwent oss femoral procedure on (B)(6), 2007. Subsequently, radiographs were made available and confirmed the oss stem fractured. Additional information provided indicates that a revision procedure occurred on (B)(6), 2010.

Event description:
Legal counsel for the patient reported that patient underwent oss femoral procedure on (B)(6) 2007. Subsequently, it is alleged that the oss tibial bearing fractured on (B)(6) 2010. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received to indicate that a revision procedure occurred and that the stem was fractured and not the bearing (as originally reported). Event description was updated based on new information indicating the stem fractured and not the bearing. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.